Event description:
It is reported that a small piece of metal came off the femoral impactor while impacting the femoral trial.

Manufacturer narrative:
This report will be amended when our investigation is complete.